Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer experienced a system error. It was also indicated that the programmer had experienced an overheat message indicating that the power supply was out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen went black then displayed an error code. The programmer was returned for service. There was no patient involvement.